Event description:
It was reported that the 9600 system locked up then shut off during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sram battery and power supply were replaced during the service call. The system was tested and found to be working and put back into service.